Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the phacoemulsification (phaco) handpiece (hp) was returned for evaluation. The hp was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformities. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications .the manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Visual assessment of the returned sample revealed no obvious nonconformities. The hp was evaluated and was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This complaint was opened to address a reported event of temperature high. The handpiece was confirmed to have exhibited a failure mode related to a nonconforming crystal stack. This event type is consistent with a known, previously investigated issue. It is important to note that the elevated shell temperature of the handpiece is not instantaneous as a result of this event; it gradually increases with use, and can take up to approximately 5 minutes to heat up. During product-use training, the surgeon is advised to discontinue use of the handpieces if there are any indications of the handpiece reaching its end of life. Quality assurance will continue to monitor for evidence of adverse trending of reported events and take further action, as appropriate. At a minimum, this will include completing reviews of complaint event code levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery the phacoemulsification (phaco) handpiece (hp) got hot. The surgery was completed using an alternate phaco hp. No error message displayed. There was no report of patient harm.